Manufacturer narrative:
A sample was returned for evaluation. Foreign matter is confirmed to be blood. A review of the device history record revealed no irregularities during the manufacture of the reported lot #6047912. Blood came in contact with the product during the manufacturing process.

Event description:
It was reported that there was foreign matter on the 23 g x .75 in bd vacutainer® winged safety push button blood collection set with 12 in tubing and luer adapter during use. Foreign matter had the appearance of blood. No injury or medical intervention.